Event description:
A physician reported that during surgery, the aspiration pressure of an ophthalmic operating system did not increase properly in both ultrasound and irrigation/aspiration (I/A) mode. The procedure was completed on the same day after replacing the cassette. Procedure details and patient impact have not been reported.This report pertains to ophthalmic system involved for this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (b)(4).H.10 reflects all related Report Numbers associated with this product event that have been submitted at this time.